Manufacturer narrative:
Bock d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of sponge detached.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023 for treatment of biliary obstruction. During the procedure, the scope channel was blocked. When they passed a biopsy forceps down the channel and the foam disc came out. A water-soluble lubricant was not applied to the rx locking device biopsy cap prior to use. The foam piece was retrieved using biopsy forceps and the procedure was completed with another of the same rx locking device and biopsy cap. There were no patient complications reported as a result of this event.